Event description:
During knee arthroscopy, infusion pump malfunctioned, failing to drain fluid (lactated ringers pumped into knee) off the knee which resulted in compartment syndrome causing a need for a fasciotomy.